Event description:
It was reported that stent damage occurred. A 4.00 x 28mm synergy xd drug-eluting stent was advanced but failed to reach the lesion. The stent got caught on the guide extension catheter. It was found out that the stent struts were lifted. The procedure was completed with different device. No patient complications were reported.